Manufacturer narrative:
The account replaced the cam pivots and bushings to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the cam pivots are damaged on the foot support. No pt impact.